Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported adverse impact to the customer. The customer reverted to an insulin pen as backup, and the pump was arranged for replacement by technical support.